Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6device code) corrected: h3(closure codes) product complaint # :(B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported observation. The root cause is attributed to misuse and heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 28/52+4neutral trial liner ring became dissociated from the trial. The trial appeared in tact when it was placed on the mayo stand after being removed from the patient. When instruments were being replaced after the case ended, it was noticed that the trial was in two pieces. The ring that holds them together was not in tact or found. Based on implant CT image and x-rays, it does not appear the ring is in the patient. However, the ring was not found anywhere in the room. There is a chance that the ring could between the poly and the cup.

Manufacturer narrative:
Product complaint # (B)(4).